Event description:
It was reported bd alaris smartsite needle-free valve had blockage issues. The following information was provided by the initial reporter: "...when I attempted to flush with saline syringe the clave was occluded and would not flush."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris smartsite needle-free valve had blockage issues. The following information was provided by the initial reporter: "...when I attempted to flush with saline syringe the clave was occluded and would not flush."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that after attempting to flush the saline syringe the clave was occluded and would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 21035769 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21035769 regarding item #2000e. H3 other text : see h.10.